Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of noise on the atrial channel were observed. The patient did not notice anything and felt fine. The noise was not reproducible in-clinic. It was noted that the noise was due to emi. Lead damage was suspected. No action was taken and the patient will continue to be monitored.